Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" through company representative. This record is for the left side. The device remains implanted. It is unknown if explant surgery is scheduled or if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, d1, d2, d4, d6a, g4, h4, h6.

Event description:
Patient reported "rupture" through company representative. This record is for the left side. The device remains implanted. It is unknown if explant surgery is scheduled or if the device will be returned.

Event description:
Later, healthcare professional reported "lump on / next to the implant", "fibroadenoma but biopsy showed non-refractile material in keeping with silicone and fibrosis/scaring".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted.